Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported ventilator inoperable (vent inop) and motor fault on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and found that the event log displayed "post dac or adc error (8, 4013, 2), (8, 2048, 2), (8, 400, 2)" which correlates to an open resistor. The post dac or adc error is the cause of the reported failure.